Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 - device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The returned battery cap secured properly to the pump, and a power loss was not observed; the complaint was not duplicated. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and passed. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.